Event description:
It was reported that a routine device interrogation noted a high short interval counts (sic). Upon further review of the device data, it was reported that there was physiological oversensing due to double counting of premature ventricular complexes (pvc)/r waves causing the oversensing. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardioverter defibrillator (ICD) (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).